Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Case-(B)(4): the customer reported via phone call she was in the emergency room. Customer had dropped the insulin pump in the toilet and needed a replacement. Customer call was disconnected. Case-(B)(4): the customer¿s caregiver reported via phone the customer went to emergency room for high blood glucose of 330 mg/dl on (B)(6) 2017. Customer¿s blood glucose was 414 mg/dl prior to the emergency room. Customer stated the only significant event leading to the emergency room was the device exposed to moisture. Customer was not admitted to the hospital. The customer was wearing the device at the time she went to the emergency room. Troubleshooting was performed on the insulin pump as it was dropped in the toilet. No fluids were noted in the reservoir or battery compartments, or under the screen. Self-test was performed on the device and it passed. The insulin pump is returning for analysis.